Manufacturer narrative:
(B)(4).

Event description:
The complaint sensor was not returned to dexcom. The receiver (part number stk-pr-blu/serial number (B)(4)/lot number 5201393), being used with the complaint sensor, was returned on (B)(6) 2015. The returned receiver was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A review of the downloaded receiver log did not find any errors related to the customer complaint. The device was determined to be operating within the required specifications without malfunction. The reported event of inaccuracies could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2015. Sensor was inserted on (B)(6) 2015. The complaint device was not returned for evaluation. However, the receiver (stk-pr-blu /(B)(4)) that was used with the complaint device was provided for investigation on 10/21/2015. A follow-up report will be submitted upon completion of device evaluation. At the time of contact, no injury or medical intervention was reported.